Event description:
As reported by the user facility: reports under-infusion of heparin. Nurse keyed the rate and volume into the pump to infuse 0.18 ml per hr. What nurse should have keyed was 18 ml per hr. Pump ran approx 72 hrs. Discovered on (B)(6) 2011. There was no pt injury, however there was a delay in discharge.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The actual pump in the reported incident was not returned for eval. W/o the actual pump a thorough eval could not be performed. However, based on the info provided by the facility, this event appears to be the result of user error. As reported by the facility, the nurse keyed the rate and volume into the pump to infuse 0.18 ml/hr, but should have been entered a rate of 18 ml/hr. All available info has been forwarded to the device MFR. If the pump is returned or if add'l pertinent info becomes available from the MFR, a f/u report will be filed.